Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer regarding a patient receiving fentanyl, baclofen, dilaudid, and morphine via an implanted pump. Per the patient, the pump was implanted about three years ago; the indication for pump use was not provided. The patient¿s therapist reported that the patient¿s pump was empty and had been for a year or two. The pump was alarming; however, the therapist did not have access to a clinician programmer. When asked why the therapist believed the pump was empty, she stated that the pump was beeping every 10 minutes and the time elapsed since the last refill date was a year or two at least. The patient had a pump managing physician in (B)(6) but had since moved to (B)(6) and had never had a managing physician for the pump. No patient symptoms were reported, but it was noted that the patient had panic attacks that could be triggered by the pump beeping. No further complications have been reported as a result of this event.